Event description:
Customer reported the footpedal required service. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that there is a hole/cut in the hose and it was brittle, due to normal wear. The device was repaired by replacing several components.